Event description:
It was reported that guidewire tip detachment occurred. The 60% stenosed target lesion was located in the moderately tortuous and moderately calcified segment around the axillary artery in the arm. A pt2 moderate support 300 cm str guidewire was selected for use. However, during the procedure, the tip of the pt2 guidewire broke after being inserted into the vein. The device was removed using a very small retrieval tool to extract it out, and the procedure was completed using another brand of guidewire. No patient complications were reported, and the patient fully recovered.

Manufacturer narrative:
A pt2 moderate support 300 cm str guidewire was returned for analysis. A visual and microscopic inspection revealed a bent distal tip and that a portion of the tip was detached. The distal tip was not returned for analysis. A dimensional inspection revealed the total length of the returned device was 117.9 inches. The length specification of the pt2 guidewire is 117.9+/-0.1 inches.

Event description:
It was reported that guidewire tip detachment occurred. The 60% stenosed target lesion was located in the moderately tortuous and moderately calcified segment around the axillary artery in the arm. A pt2 moderate support 300 cm str guidewire was selected for use. However, during the procedure, the tip of the pt2 guidewire broke after being inserted into the vein. The device was removed using a very small retrieval tool to extract it out, and the procedure was completed using another brand of guidewire. No patient complications were reported, and the patient fully recovered.